Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV, with signs of implant rupture, confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe. No additional observations were carried out.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device rupture.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade IV. With signs of implant rupture. Confirmed via ultrasound. Device remains implanted.